Event description:
It was reported that "blood was oozing from right femoral catheter at the hub proximal to the port. The treatment was stopped, lumen was clamped above leak. No blood retrieved, pt sent to center for replacement."